Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The inspection made by the hospital isolated the failure to the motor startup capacitor, information has been received that the hospital themselves takes care of the reparations. The manufacturer has no responsibility for the safe operation of the system if installation, service or repairs are performed by persons other than those authorized by the manufacturer. Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used with the system. Use of any other accessories, spare parts or auxiliary equipment may cause degraded system performance and safety. Service, repair and installation must only be performed by personnel authorized by the manufacturer. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, and the failure occurs during ventilation, the issue may lead to stop of ventilation. The root cause for capacitor error has not been established in this investigation. H3 other text: 4114.

Event description:
Manufacturer ref.#: (B)(4).